Event description:
A medtronic representative reported a awl probe tap (apt) driver broke while in a posterior spine fusion procedure. The fusion was from t2-s1. The surgery was completed with the use of the stealthstation s7 system, using a apt driver from another set. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement device shipped to site (B)(4) 2012. Medtronic evaluation finds returned suspect device was visually inspected and found nothing broken. Connected multiple awl tips to the drive without issue, they all locked properly into place. The drive rotates freely. The part is fully functional and did not cause event.